Manufacturer narrative:
The lot number for the malfunction was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical records were provided and reviewed. The investigation was confirmed for filter migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f denali filter allegedly experienced filter migration. This information was received from one source. Of the one filter migration malfunction, one patient was involved with no patient consequence or impact. The patient was a male, and (B)(6) years of age.